Manufacturer narrative:
Device is combination product (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage was noted. A 2.50x16mm promus element stent delivery system (sds) was advanced to the lesion; however, the device was unable to cross the unspecified lesion. The device was removed from the patient and shaft kink and stent damage were noticed. The procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is good.